Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump initiated the fill tubing sequence without customer interaction. Tandem customer technical support assisted customer with navigating through the load sequence process and resuming insulin. The customer's blood glucose level was 77 mg/dl.